Event description:
Device malfunction: blocked marker lumen and hub would not unlock. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, pulsile flow was not good through the marker lumen and the hub would not unlock. The device was removed and hemostasis was achieved using a second prostar device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary - evaluation of the returned device found blood present in the device indicating introduction into the body. The sutures were still tucked in the pre-deployment positions. These findings are consistent with the reported experience. During lab testing, the marker lumen marked in both directions without difficulty. The hub locked without difficulty and there was nothing detected that could have interfered with the locking mechanism. No root cause could be determined, based on the evaluation findings. No manufacturing or quality inspection issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.